Manufacturer narrative:
(B)(6).

Event description:
It was reported that initially, the patient "appeared to be in a withdrawal situation, with increased tone and irritation, but no fever". A dye study was done that showed no signs of catheter occlusion, displacement or obvious leak. The patient "passed the myelogram and CT". Blood tests and ua were also performed, with the results showing no signs of infection. The patient was sent home with oral baclofen and valium, and returned later with signs of mild overdose. It was determined that the programming following the dye study was incorrect and the patient had received a small bolus of medication. The drug in the pump was lioresal 2000 mcg/ml, unknown dose. The patient was hospitalized. As soon as the medication wore off, he was again showing signs of withdrawal. At this point, the hcp was keeping a close eye on the patient and wanted to give him a couple of weeks to see if "things calm down". The patient also has a shunt, and it was possible "there could be some issues associated with the shunt as well". Troubleshooting continues; the hcp does not want to do surgery at this point. "As of last week, he was home on oral medications and doing ok. Still has tightness". The patient will continue to be monitored. As of (B)(6), the cause of the patient's symptoms was still unknown. The physician was convinced that his symptoms were not pump related. No further troubleshooting was going to be done. The patient's family was tired of dealing with issues that may or may not be pump related, so elected to wean the patient off his meds and fill the pump with saline. This would enable them to troubleshoot everything else with the pump out of the equation.